Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: unknown gel implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses developed left side baker grade IV capsular contracture, left side axillary and supraclavicular lymphadenopathy, left side silicone in lymph-nodes, and right and left breast fibroadenoma. This was observed on (B)(6) 2018 on bilateral ultrasound and (B)(6) 2018 on MRI. The MRI also showed an area that can be an incipient tumor lesion and a biopsy was suggested (birads IV a- side not indicated). The patient underwent removal and replacement with mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 6/12/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device or on the shell surface. Product evaluation discovered a rent measuring approximately 5.1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. The root cause for lymphadenopathy has not been determined. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Granulomas are noncancerous lumps that can form when certain body cells surround foreign material, such as silicone. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. The reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/2018, mentor became aware that the patient did not go through biopsy. Mentor also became aware that the correct replacement product was: catalog: 3544350 sn: (B)(4). On 5/16/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).